Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) had the patient check the line and found gaps of air. Rts assisted the patient to end therapy and disconnect aseptically. Rts advised the patient to notify their registered nurse about the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.